Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to the initial test drain being outside of volumetric specifications. The pneumatic system was tested and all pressures were found to be correct and stable. A short simulated therapy was performed with no issues encountered. The event history log of the device was reviewed and found nothing related to the reported issue. The cause of the reported issue could not be determined. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.